Manufacturer narrative:
The unit was received with minor scratched lcd window, broken reservoir tube lip, missing retainer ring and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had a crack in the casing. The patient's blood glucose at the time of incident was 110 mg/dl. The crack was on the reservoir compartment. The insulin pump was returned for analysis.